Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this arctic sun device was returned from service last week, but the device will not fill. Circulation pump command (cpc) was 100%, inlet pressure (ip) was 0. No suction was noted at the left port once the fluid delivery line (fdl) was removed. Per sample evaluation results on 24sep2025, during repair, it was found that the double bend tube was ineffectively clamped to the manifold, and the circulation pump inlet tubing was not clamped at all.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event could not be determined. The circulation pump inlet tubing was correctly secured. An electrical safety test and ctu calibration were performed. Fdl was inspected and tested. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this arctic sun device was returned from service last week, but the device will not fill. Circulation pump command (cpc) was 100%, inlet pressure (ip) was 0. No suction was noted at the left port once the fluid delivery line (fdl) was removed. Per sample evaluation results on 24sep2025, during repair, it was found that the double bend tube was ineffectively clamped to the manifold, and the circulation pump inlet tubing was not clamped at all.